Event description:
On august 21, 2025, the user¿s caregiver reported that on (B)(6) 2025, the user dropped the ilet device after football practice, resulting in a cracked screen that was unresponsive to touch. Blood glucose was not affected, and a replacement device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.